Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during priming. The customer¿s blood glucose level was 360mg/dl at the time of the incident. The alarm reoccured during priming. Customer reported also alarm during fill cannula on disconnecting pump and with filled tube. The pump will be returned for analysis.